Manufacturer narrative:
(B)(4). Additional information added to device available for evaluation?, device evaluated by MFR?, device manufacture date, evaluation codes. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that interlink sys non-dehp i.v. Conn loop female luer adaptor was separated from the tubing. The patient was connected. This event occurred during infusion after several days from the date the medication was started. The patient was being infused with an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.